Manufacturer narrative:
B3: event date ¿ this event occurred on an unspecified date in april 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through an interlink non-dehp extension set. While flushing the set, it was observed that there was no fluid flow which created pressure and resulted in the set ¿popping¿ and leaking normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.